Manufacturer narrative:
Product ID 39286, serial# unknown; product type lead product ID 39286, serial# unknown; product type lead. (B)(4).

Event description:
It was reported that impedance testing of the patient¿s implantable neurostimulator (ins) system found high impedances of greater than 10000 ohms. It was stated that a revision was done in the operating room in order to check impedances of individual components of the patient¿s system. It was reported that direct connection to the patient¿s lead and then to the patient¿s ins revealed ¿ok¿ results. It was stated that when impedance testing was performed on the patient¿s reconnected device system post-operatively that impedances over 10000 ohms were found once again. It was noted reprogramming had also been attempted at the time of report. It was stated there were ¿no¿ patient symptoms or complications associated with the event and the patient as alive with no injury at the time of report. Additional information reported the patient¿s ins was reprogrammed and the patient¿s ¿therapy was ok.¿ a supplemental report will be filed if additional information is received.